Manufacturer narrative:
Title: barbed versus conventional 2-layer continuous running sutures for laparoscopic vaginal cuff closure source: observational study kim et al. Medicine (2016) 95:39 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed from january 2013 to march 2015, a retrospective study of 170 patients who underwent total laparoscopic hysterectomy was carried out. After october 2013, unidirectional barbed sutures were used to close the vaginal cuffs of 64 patients. After removal of the uterus, needles were introduced through the umbilical trocar, and the vagina was closed with a 2-layer running suture. All patients were examined during follow-up visits 1 week, 8 weeks, and 6 months postoperatively. Post-operatively complications include bleeding on 2 patients and postoperative fever on 6 patients.